Event description:
It was reported to philips that the system gave alerts indicating the generator was busy and only low load fluoroscopy was possible, preventing x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. Customer reported to philips that the system started up, but x-rays could not be generated, the system displayed two messages ¿the generator is starting up- x-ray not possible¿ and ¿x-ray tube defective - only low-dose fluoroscopy available". Upon troubleshooting, the philips engineer found that the 1 phase of the mains power was missing. To resolve the issue, the philips engineer replaced the mains disconnect switch, located on the mains interface module, and performed system functional tests, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use, and the issue happened due to improper maintenance. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.